Event description:
A customer contacted beckman coulter (bec) reporting several milliliters (mls) of diluent leaked at pinch valve pv49 on the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer via telephone conversation on how to replace the tubing at pv49. The customer successfully replaced the tubing resolving the issue. No other issues were observed. Service was not dispatched for this event since the customer corrected the issue. Failure mode: attributed to split tubing at pv49. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).